Manufacturer narrative:
The additional information noted that the patient expired, but it did not specifically state a date of death. This is one of three device reports that are associated with this event. The associated manufacturer report numbers are 1225714-2014-06649, 1225714-2014-06650 and 2937457-2014-01751. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received alleged that the patient subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2009 use of the product.